Event description:
We are writing to advise you of a development that occurred related to endoscopy procedures performed at (B)(6) in 2010. The distributor of the reprocessors recommended in a letter dated 02/19/2010 that the heating element of the reprocessors be disconnected. It also provided some info about use of high level disinfectants. The heating element was disconnected on (B)(6)2010, with no change in the disinfection soak time. We are actively investigating the situation.